Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. Visual evaluation of the returned esheath+ device revealed there was curvature present on the sheath shaft and introducer, likely due to packaging. The liner was lifted 0.5 inches from the distal strain relief. The remaining liner was unexpanded. The distal tip was observed to be split and there was soft tip damage noted. There was no relevant imagery provided for evaluation. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+ usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the esheath+ distal tip split was confirmed based on evaluation of the returned device. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the reported event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "during the transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia valve, the tip of the first 16fr esheath+ split when attempting to insert the esheath+ into the patient. It was believed that the esheath+ may have caught on the wire." It is possible that the esheath+ distal tip caught on the guidewire during esheath+ insertion, causing it to become split due to adverse physical interactions between devices. In this case, a definitive root cause was unable to be determined at this time. However, the available information suggests that procedural factors (guidewire interaction) likely contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported from a clinical study, during the transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia valve, the tip of the first 16fr esheath+ split when attempting to insert the esheath+ into the patient. It was believed that the esheath+ may have caught on the wire, however the exact cause could not be determined. A second 16fr esheath+ was prepped and used to complete the procedure. There was no patient injury. Subsequently, additional information was provided revealing there was no resistance felt during insertion of the first esheath+. There was also no difficulty removing the first esheath+.